Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead was not programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a history of chronically elevated thresholds. The lv lead was programmed off and it remains in the patient. No patient complications have been reported as a result of this event.